Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1616c82ee; etlw1613c124ee. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. Heli-fx endoanchors were also implanted during the index procedure. It was reported that approximately 27 months post index procedure that a type ib endoleak was observed. The patient received an endurant ii (16-16-93) transfemoral stent graft extension, up to the iliac bifurcation, as treatment. The event was resolved. The event was assessed by the investigator as possibly related to the index procedure and causally related to the endurant endograft. No additional clinical sequelae were reported and the patient is fine.